Manufacturer narrative:
No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was found to be flattened. The damage did not prevent fluid from exiting the distal tip of the soft cannula. The cause and timing of this damage is unknown. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels increased to (B)(6) (B)(6)) after approximately 22 hours of pod wear on the leg. The patient further reported that the pod appeared damp and the smell of insulin was detected, suggesting a potential leak. The patient applied a new pod and successfully resumed therapy. No medical intervention was reported. The device was returned for investigation, and a bent cannula was identified.